Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had sensor reading discrepancies and the insulin pump went into threshold suspend. It was stated that the sensor was reading 60, but blood glucose value was about 140 mg/dl at the time of suspend. The customer stated they changed the sensor and current blood glucose level was 197 mg/dl and sensor reading was 68. Troubleshooting was declined. The sensor will be returned for analysis.

Manufacturer narrative:
The codes in the initial report were incorrect. The correct codes have been provided with this report.